Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on (B)(6) 2024. Infusion sets were used for a couple hours. Blood glucose was noticed between 130-140 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.